Event description:
A customer contacted beckman coulter inc. (Bec) stating that the drip tray of the coulter lh 780 hematology analyzer was full of blue fluid and there was a black component in it. The customer did not know the original designation of the component. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and observed that the secondary mode rinse cup (manual rinse trough) had broken and fallen into the drip tray, allowing cleaner and diluent to leak onto the drip tray (the secondary mode rinse cup carries blood, diluent and cleaner). Fse replaced the probe wipe assembly and no further leaking was observed. Repair was verified per established procedures and results met published performance specifications. The root cause for this event was that secondary mode rinse cup (manual rinse trough) was broken. The bec internal identifier for this event is (B)(4).